Manufacturer narrative:
The date of incident was updated. Consumer states chair is too small for him and is working to get a replacement. In the meantime, consumer wanted device repaired. A field service technician evaluated and repaired the device. The fst replaced both motors and four (4) wheels. The device is working properly.

Event description:
Alleges consumer's wife was putting a bed pan under him and he leaned to the side. While doing so, he fell out of the chair.

Manufacturer narrative:
The date of incident was not provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges consumer's wife was putting a bed pan under him and he leaned to the side. While doing so, he fell out of the chair.